Event description:
It was reported that approximately 1 hour and 45 minutes into a da vinci s prostatectomy procedure, the surgeon experienced limited range of motion and drift while articulating the master tool manipulators. Prior to contacting isi technical support engineering (tse) for trouble-shooting assistance, the site performed an emergency stop, however, the issue persisted. With the assistance of an isi tse, the site swapped out the mcs instrument and re-draped the psm, the issue continued to recur. Review of the site's system log by the tse did not find any system errors related to the issue. The tse instructed the site to change the surgeon scaling from fine to normal; however, the surgeon indicated that the issue appeared worse. Unable to resolve the issue, the surgeon made the decision to abort the planned surgical procedure and reschedule it for a later date. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer (fse) was unable to replicate the limited range of motion experienced by the surgeon. The fse inspected the cables of the affected patient side manipulator (psm) and the cable tensions were found to be within specification. The fse concluded that the limited range of motion experienced by the customer was likely due to a faulty sterile adapter. The fse was able replicate a slight drift on the right master tool manipulator (mtmr). The instrument sterile adapter is part of the instrument arm drape and provides the point of connection between the instrument and the instrument arm. The mtm refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon console. One mtm is assigned to the surgeon's left hand (mtml) and one to his right (mtmr). The mtmr was calibrated to repair the system. On (B)(4) 2012, the isi clinical sales representative (csr) present during the surgical procedure indicated that the surgeon had completed an extensive lysis of adhesion and prior to starting dissection at the vas deferens, the surgeon noticed the drift. The csr indicated that the drift experienced by surgeon occurred when the surgeon removed his hands from the mtms while his head remained in the high stereo resolution viewer. The csr indicated that the instruments installed on the psm functioned when the surgeon manipulated the mtms. Per the csr, the patient is recovering for 2 to 3 weeks and will return to the hospital to have the procedure completed. The csr indicated that no harm, adverse outcome or injury to the patient occurred and the patient was released from the hospital. The csr indicated that he followed up with the surgeon and the surgeon reported on (B)(4) 2012, and the patient was doing fine and was awaiting the next viable surgery date. As of (B)(4) 2012, there have been no reported recurrences of the issue at this hospital.